Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 had failed to close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed to close. A field service engineer found that the bearing cage in drawer 2.2 was damaged, preventing the drawer from closing. Removed the damaged bearing cage and relocated the cubie pockets from drawer 2.2 to other locations inside the med station to ensure all medications were accessible. Tested for proper operation. Removed the cubie pockets from drawer modules 2.1 and 2.2, then removed the defective module and installed a new enhanced half-height drawer module. Assigned the new module as drawer module two, replaced the cubie pockets, and performed a hardware test application (hta) self-test. Verified proper operation. The system functioned as intended after the field service engineer repaired the device.